Event description:
A crimp in a multipurpose neuron delivery catheter tip was noticed after being removed from the packaging. The device was never used on a pt. Another neuron was available and cases were completed.

Manufacturer narrative:
Method: the DHR of this manufacturing lot has been reviewed. Conclusion: as per guidance provided by FDA as of (B)(4) 2009, this type of incident is reportable. Complaint/incident findings: a review of the device history record (DHR) was completed on part # (B)(4) (lot # l15705). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released specifications. The parts released in this lot met process requirement.